Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone atherectomy device with a spider fx embolic protection device, 7fr non-medtronic sheath and 3 non-medtronic guidewires (0.014, 0.018, and 0.035) during treatment of a chronic total occlusion (cto) in the patient¿s left superficial femoral artery (sfa). IFU was followed. The patient had an atherectomy planned procedure to treat a non-healing ulcer. A cto lesion is reported to have been present at the left proximal sfa head. The spider fx was placed in the distal sfa, no tortuosity was present, however there was a stiff acute bifurcation. It is reported the sheath had some issues traversing. Heavy calcification is reported at the proximal cap of the cto (approximately 15cm) long. Atherectomy was performed as per IFU on between 5-10cm of the calcified lesion. Upon final imaging, there was no bleeding, and patient's foot was pulsatile. A 7fr non-medtronic closure device was used. There were no unusual/defective characteristics with the medtronic devices noted. Approximately 10 hours post procedure the patient experienced symptoms and a bleed in the groin was observed. The patient was taken to surgery, and it was noted there was no swelling in either groin. Right groin, not much found (i.e. No reason for a bleed), left groin, not much found, but on further exploration, there was a bleeding 'rent' in the back wall (posterior) of the sfa. Patient death is reported. Cause of death reported as retro-peritoneal bleeding.

Manufacturer narrative:
Additional information: it is unknown if the spider fx and/or the hawkone was suspected to have contributed to the bleeding leading to the patient's death. It is unknown what part of the procedure caused the death. If information is provided in the future, a supplemental report will be issued.